Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the log files for analysis. Review of the log files showed that the device generated a ¿panel connection lost¿ alarm, followed by multiple technical faults (tf 2414, tf 9421, tf 9907, tf 2804, tf 2801, and tf 2803) and an ambient-related event. Please see an extract from the log files below: 2025-12-01 10:45:03 ambient irreversible setting 233. 2025-12-01 10:45:03 tf: 2803 29102 tech fault 2803. 2025-12-01 10:45:03 tf: 2801 492 tech fault 2801. 2025-12-01 10:45:03 tf: 2804 1 tech fault 2804. 2025-12-01 10:45:03 tf: 9907 tech fault 9907. 2025-12-01 10:45:03 tf: 9421 tech fault 9421. 2025-12-01 10:45:03 tf: 2414 tech fault 2414. 2025-12-01 10:45:03 low minute volume alarms 5006. 2025-12-01 10:45:02 audio paused off special 517. 2025-12-01 10:45:02 tf: 2453 tech fault 2453. 2025-12-01 10:45:02 panel connection lost alarms 4010. To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. No further feedback was received. No parts were replaced, the corrective action remains unknown, and the exact root cause could not be confirmed. This case is considered closed

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf's 9907, 9421 during ventilation. The ventilator was replaced. No harm to the patient was reported. According to the log file analysis, a panel connection lost alarm was recorded prior to the technical faults (tf's) mentioned by the user.